Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for automated peritoneal dialysis (apd). Dianeal and extraneal therapies were withdrawn and the patient was switched to hemodialysis. The patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The patient began treatment with fortaz 2grams ip daily and vancomycin 1gram ip daily for the event. The patient's pd catheter was removed and the patient was switched to hemodialysis. The patient was treated with fluconazole 100 milligrams daily orally for peritonitis. The dose of fluconazole was increased from 100mg to 200mg orally daily. The nurse reported the patient had recovered from the cloudy pd effluent but was still recovering from the abdominal pain. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.